Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the system revision due to infection. Reportedly, the patient developed a pocket infection, and the health care professional (hcp) had no further actions taken. There were no additional adverse patient effects reported. The ICD was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.